Manufacturer narrative:
Calibration alarms occurred on 27-sep-2022 (the day of the event). Qc was acceptable except for one time point on the day of the event. This is an indication of a performance issue. The customer used a centrifugation time of 5 minutes at 3500 revolutions per minute (rpm). Based on the sample tubes the customer uses, this centrifugation time may be too short and the centrifugation speed may be too high. An "abnormal probe sucking" alarm was observed on the alarm trace data occurring near the time of the event. The service maintenance actions resolved the issue.

Event description:
The initial reporter questioned low results for multiple patients tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. The initial reporter stated approximately 20 patient samples with low ca2 results had been reported outside of the laboratory and corrections were required. The customer provided discrepant results for 8 patient samples. Patient 1 initial result from the c501 module in question was 4.3 mg/dl. The sample was repeated with a result of 6.8 mg/dl. The sample was repeated on a different c501 module with a result of 8.5 mg/dl. Patient 2 initial result was 5.4 mg/dl. The repeat from the different c501 module was 7.8 mg/dl. Patient 3 initial result was 7.2 mg/dl. The repeat from the different c501 module was 9.6 mg/dl. Patient 4 initial result was 6.8 mg/dl. The repeat from the different c501 module was 9.4 mg/dl. Patient 5 initial result was 7.0 mg/dl. The repeat from the different c501 module was 9.5 mg/dl. Patient 6 initial result was 7.3 mg/dl. The repeat from the different c501 module was 9.0 mg/dl. Patient 7 initial result was 7.1 mg/dl. The repeat from the different c501 module was 9.5 mg/dl. Patient 8 initial result was 6.4 mg/dl. The repeat from the different c 501 module was 7.9 mg/dl. The repeat results were believed to be correct. The ca2 reagent lot number was 62349501 with an expiration date of 30-jun-2023.

Manufacturer narrative:
The field service engineer (fse) found gel on the sample probe. The fse replaced and adjusted the sample probe. The fse completed a mechanical check, performed a cell rinse pressure adjustment, cleaned the cell rinse nozzle shaft, and readjusted the cell rinse nozzle hose. Calibration, qc, and precision testing were all within specifications. The investigation is ongoing.